Event description:
The customer reported via phone call that the insulin pump alarmed button error three times. The customer was no longer able to bolus because, the device was not responding. The customer's blood glucose was 200 mg/dl. While troubleshooting, the customer stated it was very hot outside and that the device may have overheated. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis at the time of the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.